Manufacturer narrative:
The technician was able to duplicate the reported heat, and noted that the driveshaft assembly was corroded. The device can exhibit a heat symptoms if the driveshaft assembly is affected by corrosion. Therefore, it is likely the reported event was caused by the corroded driveshaft assembly.

Event description:
It was reported that the core impaction drill was heating up during the course of procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the core impaction drill was heating up during the course of procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.